Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: as per our checking with the product specialist, no images or video recordings available for this case. The thermal damaged was noticed after washing prior to sterilization. The instrument was not inspected prior to reprocessing and not inspected prior to use. The instrument was not inspected for damages after the completion of the procedure. The surgeon said maybe the instrument collided with another instrument or tool during the procedure. The surgeon said it is unknown if arcing was observed during the procedure and there was no injury to the patient. The instrument is not available for return. There are no images or video recordings of the procedure available and patient demographic information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, a fenestrated bipolar forceps instrument arced and caused thermal damage to the large suturecut needle driver instrument that was used in the same procedure. The procedure was completed with no reported injury.